Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The event occurred intraoperatively during the navigate task and delayed surgery by less than one hour. It was reported that the system became unresponsive during the case and was not tracking the microscope probe. The site tried removing and then adding the scope probe, but the issue continued. The site then rebooted the system, then they were able to navigate the probe. The surgery was completed with navigation and there was no known impact on patient outcome.